Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their buttons on their device, are sticking. The customer states the stuck buttons are cause the device to uncontrollably scroll. The customer's blood glucose level at the time of incident was 57mg/dl. The customer was advised to discontinue use of the device and that it would need to be replaced and returned for analysis. The customer accepted to receive the continuation of therapy pump, but declined to return their current pump.